Event description:
This pump was reported that it won't pump once tubing is full. The drug being used was propofol and this was found at the start of a case. The drug was given manually by the anesthesiologist without sequela.